Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to quotation and support case, air gas module is determined to be defective and in need of replacement. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The defective part has not been returned fot the further investigation, despite request. Our conclusion is that the part pointed out as defective was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).